Manufacturer narrative:
(B)(4).

Event description:
It was reported "ars leaking air. Patient is fine/no patient harm." The user changed to a new set. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "ars leaking air. Patient is fine/no patient harm." The user changed to a new set. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one arrow raulerson syringe (ars) for analysis. Visual inspection of the ars did not reveal any obvious defects or anomalies. After performing functional testing (see below), the plunger handle was removed from the barrel. The distal end was held up to a light and the internal components were analyzed through the handle end. A hole is visible indicating the internal valve is damaged. The ars was functionally tested with a lab inventory introducer needle per the instructions-for-use (IFU) provided with this kit. The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". Despite the observed damage to the internal valves, the ars was able to properly draw and aspirate water with and without the introducer needle. The module requirement document for raulerson syringes (amrq-000113 rev.06) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and did not snap back into a position = 1cc from the starting position. Based on the functional testing, the ars is not functioning as intended. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not aspirate arrow raulerson syringe while guidewire is in place; air may enter syringe through rear valve." The report of an ars leak was confirmed through complaint investigation of the returned sample. The ars failed the vacuum test but was able to draw and aspirate water with and without the introducer needle attached. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.